Event description:
The patient experienced pain at the lead site and stimulation in the wrong location. X-ray confirmed that the lead moved upward and was positioned incorrectly. The device was turned off to relieve the pain though the patient still felt like the lead was poking her. A revision was planned. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).